Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. A system check was being performed by tandem technical support, however, the customer declined to complete the system check. Customer declined follow up from tandem technical support. Customer changed pump supplies and resumed insulin therapy. Customers blood glucose was 250 mg/dl.